Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer, when the cardiosave intra-aortic balloon pump (iabp) used battery slot 2 it shutdown and alarmed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1(site country, event site postal code - 65000), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and replaced power management board with a new one. Function test passed. No sound signal found. Alarm. Both batteries can be used and can be plugged in and can be used normally. Test balloon for 2 hours, no alarm found. The power management board was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The failure analysis and testing dept. Installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The failure analysis and testing dept. Tested the board and verified the slot 2 failure power down and beep tone. Power management board will be held in the fat dept. As per procedure number 0002-07-d008 revision ak. This part will be sent to the supplier for failure analysis as per procedure 0002-07-d008 rev ap. The fat dept received power management board from the supplier. The supplier evaluation states the following: 1. Perform incoming visual inspection result: found component at location c160 was knocked off and lifted pad. Rejected under ipc-a-610. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.